Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead of an asymptomatic patient had become dislodged. It was explanted and replaced. The patient was noted to be in good condition following the procedure.